Manufacturer narrative:
(B)(4). Evaluation, result: caused by operational context (treating the avf and removal of partially burst balloon). Conclusion: operational context caused or contributed to the event (treating the avf and removal of partially burst balloon).

Event description:
The physician used a pacific xtreme pta balloon catheter for treatment of avf (arteriovenous fistula) near the wrist area. No resistance was noted when loading the device through the guide wire, through the sheath or through the haemostatic valve. The balloon was inflated to the recommended burst pressure for about 1-2mins. The physician then noted that the balloon had partially burst. The front part of the balloon was still filled with contrast. The physician tried to remove the device through the introducer sheath however, resistance was felt and a fragment of the balloon detached in the patient¿s vessel. Surgery was required to successfully remove the balloon fragment. No other clinical sequelae were reported. It has been verified by a vascular surgeon that the patient¿s hand is fine post procedure. No other clinical sequelae were reported. Device evaluation: the device was returned for evaluation in 3 parts: the main shaft with hub and portion of balloon, a portion of the guide wire lumen broken and a portion of the detached balloon inserted a small holder. The main shaft was broken on the proximal side of the balloon. The broken guide wire lumen returned was stretched at both ends, both marker bands were attached to the distal section. The device tip was attached to the detached section of balloon however, the inner member had detached at the tip welding point.